Event description:
After placement of the guide wire, a balloon catheter was used to predilate the heavily calcified mid circumflex and the zeta was deployed. However, a perforation was noted. This was treated with a balloon catheter for 10 minutes while a stent was mounted on another balloon catheter for deployment. A pericardiocentesis was also performed. The pt did experience v-tach and had to be shocked three times. Medication was also administered. However, the perforation was successfully treated and the case continued and other stents were deployed to address other vessels. The pt is reportedly doing well. No actual device issue was reported for the zeta. It was felt that calcium contributed to the event.